Event description:
It was reported that the sensor was damaged upon use. The blood glucose reading was 125 mg/dl. The customer stated she had 3 sensors that had been damaged, 2 of which were damaged upon insertion when they remained stuck in the serter. She stated that, after the second button push, she was able to pull them out. She noted that the third sensor did not seem to fire. When she pulled the serter up, the needle was bent, and the sensor electrode came off. The customer declined troubleshooting assistance for the serter, requesting a replacement serter. She was advised that the sensors would be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.